Event description:
It was reported that merlin transmission showed non-sustained lead noise due to episodes of premature ventricular contraction. Review of strips from transmission revealed that this was not a lead issue. Patient was brought in for follow-up and presented with complaints of shortness of breath. The pace/sense vectors of the device were changed. The device remains implanted. Patient condition is good and will be monitored routinely.